Manufacturer narrative:
The customer's meter and test strips were returned for an investigation. Replacement product was sent. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation is ongoing.

Event description:
We received an allegation of questionable inr results for "multiple" patients tested with a coaguchek xs professional meter serial number (B)(4). The customer provided discrepant results for one patient. The customer confirmed a different finger was used for each meter test. The time difference between each meter test was unknown. The patient's meter results were 6.0 inr, 5.7 inr, and 4.1 inr. It was reported the patient's treatment was delayed, but no there was no harm to the patient. The patient's therapeutic range was 2-3 inr. The patient's testing frequency was requested but not provided.

Manufacturer narrative:
The investigation tested the patient's returned test strips and meter with marcumar blood samples and compared the results to a reference meter and test strips. The investigation's results with the patient's returned product: measurement 1: 2.9 inr measurement 2: 2.0 inr. The investigation's results with the reference meter and test strips: measurement 1: 3.0 inr measurement 2: 2.1 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. The investigation did not identify a product problem. The cause of the event could not be determined.